Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 11/30/2023, it was reported by a distributor via (B)(6) that an ar-9800 was found to function intermittently before the surgery started. This was a knee arthroscopy procedure by mr. (B)(6). The console was switched off and turned back on but the console functioned for only a few seconds before turning off suddenly. There was no harm to the patient. Troubleshooting performed were to: 1) change the power cord = the console still did not function 2) check the incoming voltage of the console = output voltage was fine. 3) check the fuse = the fuse was still in good condition. The surgery was completed successfully by changing to another console unit.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. (Pushbutton) this evaluation determined that the reported event occurred due to a failing pushbutton.